Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm and had keypad anomaly and frozen display. The customer's blood glucose level was 195 mg/dl. It also reported that display is blank currently. The customer did received a low battery alert prior to the replace battery now alarm. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display or missing segments/partial display noted. The insulin pump was monitored for a day and no unexpected powering off, missing segments/partial display, or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump trace download analysis confirmed the insulin pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing. Insulin pump responded properly to button presses. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded/stained serial number label, and a minor scratched lcd window.